Event description:
It was reported that pump touchscreen was cracked and shattered after pump was dropped to ground, and screen became unresponsive and illegible so pump could not be used. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup therapy, was instructed to place pump in storage mode and return it using prepaid label, and was advised to re-enter pump settings and reconnect continuous glucose monitor on replacement pump.